Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.

Event description:
Received report that the pressure sensing disk ruptured. There was no report of pt harm or medical intervention. Although requested, no add'l pt or event info was provided.